Event description:
It was reported that the patient presented to the hospital after hearing beeping from this subcutaneous implantable cardioverter defibrillator (s-ICD). After interrogation, it was found that there was a battery depletion (bd) alert. Engineering analysis of device data determined that the battery was depleting prematurely. While in the hospital, this s-ICD was deactivated and replacement scheduled. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with another s-ICD. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient presented to the hospital after hearing beeping from this subcutaneous implantable cardioverter defibrillator (s-ICD). After interrogation, it was found that there was a battery depletion (bd) alert. Engineering analysis of device data determined that the battery was depleting prematurely. While in the hospital, this s-ICD was deactivated and replacement scheduled. No adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital after hearing beeping from this subcutaneous implantable cardioverter defibrillator (s-ICD). After interrogation, it was found that there was a battery depletion (bd) alert. Engineering analysis of device data determined that the battery was depleting prematurely. While in the hospital, this s-ICD was deactivated and replacement scheduled. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with another s-ICD. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.